Event description:
During a procedure, after tightening the loop down on the stalk of the polyp, the loop would not release. The polyp was successfully removed. After several attempts to pull off the loop, the endoscope was removed and reinserted. Then another endoscope was inserted and a needle knife utilized in order to cut the loop. The loop was successfully removed without harm to the patient.